Event description:
It was reported that this inflatable penile prosthesis stopped working due to fluid loss. A surgical procedure was performed, during which a hole in the connecting tube between cylinders and pump was identified. Cylinders and pump were removed and replaced, and the reservoir was left in the patient's left retro-pubic area while a new one was implanted ectopically on the right side. There were no patient complications reported.